Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Event description:
The maestro drill with handswitch was sent in for service, and during inspection at the manufacturing facility it was reported that it had a hole in the hose and was running in safe mode. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device having a hole in the hose and also running in safe mode was confirmed. The hose of the device can fail due to mechanical damage to the hose material during use. The device had a loose handswitch due to loctite failure, allowing the handswitch to slide and activate the drill in safe mode.

Event description:
The maestro drill with handswitch was sent in for service, and during inspection at the manufacturing facility it was reported that it had a hole in the hose and was running in safe mode. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.